Event description:
It was reported that the patient heard an alert and reported to the clinic where it was noted that the lead integrity alert triggered due to high impedance. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The daily pace impedance trend data shows an increase for right ventricular pace equaling 616 to 14720 ohms peak between (B)(6) 2012. The programmer data shows 1 - lead integrity alert (B)(6) 2012 02:15:04.